Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7048581.

Event description:
It was reported that the patient was experiencing constant discomfort at the ipg and paddle lead incision sites. It was noted that the discomfort was extreme itching at the sites and was not relieved by anything. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and lead were not returned as they were kept by the medical facility.